Event description:
A company representative reported that the vns patient had been referred for generator replacement due to a low battery. Surgery occurred on (B)(6) 2012. Interrogation was done prior to surgery and the generator could not be interrogated due to end of service. The company representative was notified on the date of surgery that the generator was replaced and high impedance was noted. The surgeon removed the lead pin from the generator and reinserted the pin into the generator for a total of three times. High impedance was noted all three times. The surgeon then elected to remove the lead. During the process of removing the lead, the surgeon noticed that the lead was fractured and "looked like it was broken in half around the patient's clavicle". The surgeon was able to remove the electrode completely and performed a full revision on the patient. The implant card confirmed the full revision surgery, but did not indicate the date of surgery. The reason for generator replacement was listed as battery depletion with neos=yes. Attempts for additional information and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.